Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to wear of the polyethylene acetabular liner. The acetabular liner was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.the following sections could not be completed with the limited information provided. (B)(4).